Event description:
As reported at the 6 month x-ray and angiography of the open study, it is believed that one of the two recently implanted flexstents had migrated since the area is no longer ¿covered.¿ there have been no follow-up x-rays or angiograms done on this subject since that time. The target lesion was located in the right mid and distal sfa. The lesion length was 180mm, with proximal and distal diameters of 6.5mm to 5.5mm. The lesion was 100% stenosed with moderate vessel calcification. The patient had severe claudication and muscle pain with exercise. The patient met all inclusion and exclusion criteria for the study. A retrograde approach was made into the left common femoral artery with a 6f sheath. After the guidewire successfully crossed the lesion, a 5x100mm balloon performed pre-dilation at 14 atm. Then, a 6x150mm flex stent was delivered to the lesion and successfully deployed with residual stenosis of 35%. Post dilation was performed with a 5x100mm balloon at 10 atm. Then, a 7x30mm flexstent was implanted to fully treat the 180mm stent. The residual stenosis was 35% before post-dilation was performed with a 6x40mm balloon at 8 atm. No dissection, or other procedural complications occurred. The patient was discharge two days later. At the 1-month and 6-month follow-up, the patient was asymptomatic with no adverse events reported. However, at 6-month x-ray and angiography, it is believed that one of the two recently implanted flexstents had migrated since the area is no longer ¿covered.¿ there have been no follow-up x-rays or angiograms done on this subject since that time.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: 6x150mm smartflex stent , cac60150v2, lot 1400204; concomitant products: aspirin 81mg ((B)(6) 2014)( (B)(6) 2013); clopidogrel ((B)(6) 2014); plavix 75 mg ((B)(6) 2013); and heparin 8000 iu (intra procedure). Gtin # is not available for study product. Please note that it was reported that the migration occurred with only one stent. However, as it was not reported which stent had migrated, both stents were reported. Additional information is currently pending on this. This is one of two products implanted in the patient and the associated manufacturer report numbers are 3008443827-2015-00006 and 3008443827-2015-00007.

Manufacturer narrative:
Additional information has been received: "the implanting physician indicated that the distal stent, 6x150mm flexstent, migrated 1 cm. When implanted, the stents were overlapping 1 cm. The subject is asymptomatic. Stent migration was identified on the x-ray femur. A repeat duplex ultrasound of the lower extremities and x-ray femur will be performed at 1 year post stent implantation." Four angiographic images without contrast were provided by the site. They depict two stents in the right sfa that appear to be well expanded. Without contrast, it is not possible to assess the integrity of the stent lumen or the distal run-off. All four images reveal a small gap between the two stents. Though a gap between the stents is apparent, it is difficult to assess when this occurred without images of the index procedure. The difficulties in treating stenoses of the sfa have been well established in the literature. Vessel forces including compression, expansion, torsion, and bending all make treatment durability in the sfa complicated. Based on the additional information received, there was no complaint against the 7x30mm flextstent as it did not migrate, only the 6x150mm flex stent migrated. It no longer meets the required criteria for medical device reporting. Therefore, as there is no longer an alleged product failure with the 7x30mm flexstent, no further reports are forthcoming.